Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the paceart system displayed an error and "locked up" when a clinician was trying to access a patient record. The clinician was instructed on how to end the task and was able to continue working with no further errors. The product remains in use. No patient complications were reported as a result of this event.